Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the service evaluation results, the potential cause of the reported no image malfunction from damage to the cable was due to handling of the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states the camera cable may be damaged due to the following: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation and found confirmed the reported malfunction as the device has no image due to a faulty cable unit. Additionally, the focus ring is cracked and the rear cover labels are fading. The recommended repairs for the device were declined by the sterile processing supervisor at the user facility. A review of the device's repair records shows the device was sent in for repair two other times in the last year but were returned unrepaired as requested by the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the 4k camera head was reported to have a no picture malfunction. No patient injury or harm was reported.